Event description:
The user is reporting that during a patient use event., the device speakers are not functioning properly. There are no health consequences to the patient.

Manufacturer narrative:
It was reported that the device had a speaker problem during a patient use event. The patient was transferred to another device and there was no reported impact to the patient. Available details indicate that the device had exhibited symptoms of a faulty speaker during a patient use event. A good faith effort was made to retrieve the device's patient event file and device history, but they were not available. The device was not available for additional investigation. Insufficient information is available to support final failure analysis. The device was not available for investigation. The device includes redundant design features to support use of the device during a critical care event if the speaker does not provide voice prompts. These features include text instructions displayed on the defibrillator¿s main screen, an insert-pads-connector flashing light, flashing shock button and a charge tone. No CAPA will be initiated based on this record. A corrective action request will be initiated if a trend is discovered through periodic monitoring.